Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported by the complainant that the cartridge was not dispensing the seeds properly. It is unknown if the patient received all of the seeds. It was impossible to set up the i125 seeds in the applicator quicklink. The applicator looked as if there was no more seeds in the cartridge. The procedure was completed putting the seeds in the applicator by hand, which could be a radiation protection problem. The last cartridge was used, as it was unable to be changed. It is unknown if the patient received all of the seeds.

Manufacturer narrative:
Per additional information received, it was determined that the reported event is not reportable. The device was not returned.

Event description:
It was reported by the complainant that the cartridge was not dispensing the seeds properly. It is unknown if the patient received all of the seeds. It was impossible to set up the i125 seeds in the applicator quicklink. The applicator looked as if there was no more seeds in the cartridge. The procedure was completed putting the seeds in the applicator by hand, which could be a radiation protection problem. The last cartridge was used, as it was unable to be changed. It is unknown if the patient received all of the seeds.